Event description:
Accidental needle-stick caused by unsafe 23g x 3/4" butterfly needle. The needle is mfg by greiner bio-one and is the vacuette one step ahead brand. Their web site is (B) (4) and is made in (B) (4) but mfg in (B) (4). The product is difficult to use the safety feature and tends to get stuck and also tends to leak and splash blood when the safety feature is utilized.